Event description:
During ptca, a stent was advanced into the distal right coronary artery. It could not be engaged into the stenosis. When the stent was removed, it was noted that the stent was no longer deployed on the balloon portion. It is presumed that the stent was embolized somewhere in the arterial system.